Event description:
It was reported that the patient underwent a procedure for two-level tlif with implant of interbody peek cages. During insertion of the interbody device, when slapping the on inserter with impactor cap, the two implants were broken. One cage cracked along the medial side and the other cage broke into two pieces. All fragments were collected. The damaged devices were removed and replaced by two new cages. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual and optical examination confirms the implant is broken, with multiple cracks, which appears to have originated at the top face of the implant, which interfaces with the impact hammer. The above observations are consistent with brittle overload during insertion.